Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the hf-electrode, hook, 5 x 330 mm, had electricity coming back onto the hook. Upon further review, it was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported that when using an hf-electrode, hook, 5 x 330 mm, the electricity was coming back onto the hook. The event occurred during the therapeutic procedure (laparoscopic cholecystectomy). The procedure was completed with the same device. There were no reports of harm associated with the event. This report is linked to patient identifiers:(B)(4). This report being submitted is for report with patient identifier (B)(4).